Event description:
Accidental device ingestion. Stomach heaviness. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and stomach heaviness. On an unknown date, the outcome of the accidental device ingestion and stomach heaviness were unknown. It was unknown if the reporter considered the stomach heaviness to be related to polident denture adhesive cream. Additional details: the consumer felt heavy in the stomach after swallowing the product because the product melted in his mouth. The consent for follow up contact was not confirmed.